Event description:
Demo crw precise unit getting stuck; after it was tightened and it couldn't be released. No patient involvement. Linked to mfg. Report number: 3004608878-2017-00093.

Manufacturer narrative:
Investigation completed 5/05/2017. Method: trend analysis. A two year look back for this reported failure and or related to "trunion rings are sticking or is completely stuck" for this product ID shows that 28 complaints were received including this case. CAPA has been issued to further investigate this reported failure. The defect described in this complaint was confirmed; in both of the swivel adapters there are lateral cracks around the radius of the inner diameter hole. Since the cracks were discovered during the distributor¿s inspection and these units had not been placed in service, would indicate the cracks were present during the final quality inspection before release. Reviewed the completed 1101 form from dec 12, 2016 and the inspector did not note any nonconformance. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation after three attempts have been made.